Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.